Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a balloon ruptured. The lesion being treated was mildly tortuous in the right coronary artery. The lesion was predilated with a 2.5 x 12 maverick balloon. The physician went in with a 2.5 x 12mm taxus express2 drug eluting stent and deployed at 16 atmospheres successfully. He then noticed that the balloon was not holding pressure. It was removed with no complications and the procedure was completed. The pt status is listed as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.